Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose of 20mg/dl. The customer was treated with glucagon shot. The customer stated that emergency medical services came and the customer was given something to eat. The customer stated that the drive support cap was loose. The insulin pump will not be returned for analysis.